Manufacturer narrative:
Reported event of device sensing problem and under-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of under-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the implantable cardiac monitor (icm) exhibited r-wave amplitude variation and loss of contact with the tissue. The icm was not used and replaced with a new icm. No patient condition was reported.

Event description:
New information received that patient was stable throughout.